Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. An olympus representative visited the user facility for inspection of the subject device and confirmed that the reported phenomenon was not duplicated but some pixels of the endoscopic image disappeared. The exact cause of the reported event could not be conclusively determined at this time, since the evaluation has not been completed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic surgery therapeutic procedure, the endoscopic image of the subject device turned pink and disappeared. The user facility replaced the subject device with a similar but another device. Olympus followed up with the facility and the facility reported that a bleeding occurred in the patient¿s pelvis but the bleeding was remedied by unspecified treatment during the procedure. There was no information on the relationship between the bleeding and the subject device and the patient outcome.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".